Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of infliximab. Infliximab was programmed to infuse at a rate of 135ml/hr with a volume to be infused (vtbi) of 270mls. Per report approximately fifteen (15) minutes after start time the medication alarmed as being complete. Patient profile was reloaded and the pump still had medication programed under infliximab (has hard limits of 147ml/hr), pump indicated 34.61 mls infused, 235.39 mls remaining. There was patient involvement but no harm. Although requested devices were not returned.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of infliximab. Infliximab was programmed to infuse at a rate of 135ml/hr with a volume to be infused (vtbi) of 270mls. Per report approximately fifteen (15) minutes after start time the medication alarmed as being complete. Patient profile was reloaded and the pump still had medication programed under infliximab (has hard limits of 147ml/hr), pump indicated 34.61 mls infused, 235.39 mls remaining. There was patient involvement but no harm. Although requested devices were not returned.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, unique identifier (UDI) #, medical device serial #, initial reporter addr 1, initial reporter city, initial reporter state, initial reporter zip, initial reporter facility name, initial reporter occupation, report source, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of infliximab was not able to be confirmed from the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. The date of the event was reported as 11jun2025 without a specific time provided; however, based on the event log analysis it was determined the time of the event reported was 1:03 pm. No errors or discrepancies related to the reported event were found in the error logs of either the suspect or concomitant devices. Log analysis confirmed the programming of an infusion of infliximab (drug ID 43). The infusion was set at a rate of 135 ml/h with a volume to be infused (vtbi) of 300 ml, as reported by the facility. It was noted that the device did not begin infusing immediately after programming; instead, a 19-minute delay was programmed by the clinician before the infusion started. At 11:02 am, the suspect device began infusing the reported drug and continued for approximately 2 hours and 1 minute, until the air-in-line alarm was triggered at 1:03 pm. One minute later, the device was channel off. The total volume infused (tvi) was recorded at 273.211 ml. No other infusions were recorded for the suspect pump module. Review of the pcu error log showed there was no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the reported event date. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Per product labeling, alaris system user manual (v9.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to close the roller clamp before opening the door. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. External inspection of the concomitant pump module revealed that the latch screw was backed out, and the door latch was identified as a third-party component. While these findings are considered incidental, it is important to note that bd does not recommend the use of third-party parts with the alaris system. Bd has neither tested nor validated the performance and functionality of its medical devices when used with replacement parts that are manufactured, refurbished, or sold by third parties. A medical device safety alertmms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of an over infusion of infliximab was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of infliximab. Infliximab was programmed to infuse at a rate of 135ml/hr with a volume to be infused (vtbi) of 270mls. Per report approximately fifteen (15) minutes after start time the medication alarmed as being complete. Patient profile was reloaded and the pump still had medication programed under infliximab (has hard limits of 147ml/hr), pump indicated 34.61 mls infused, 235.39 mls remaining. There was patient involvement but no harm. Although requested devices were not returned.